Event description:
During a percutaneous transluminal angioplasty to the shunt anastomosis, the powerflex p3 (420-6040s) balloon ruptured at 12atm. The powerflex p3 was advanced to the lesion over the guidewire, through the sheath introducer. The balloon was inflated using an indeflator. The product was withdrawn from the pt and another balloon catheter (6x40mm, brand unk) was used to successfully complete the procedure. The vessel had severe calcification. It is unk if the vessel was tortuous or stenosed. The product was clinically used in the pt without any adverse consequences. The product will not be returned.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to a shunt anastomosis the balloon was reported to have ruptured. The vessel was described as having severe calcification. The powerflex p3 was advanced to the lesion over the guidewire and through the sheath introducer. The balloon was inflated using an indeflator, however it ruptured. The product was withdrawn from the pt and another balloon catheter was used to successfully complete the procedure. The product was prepped and used per the IFU. There was no reported pt injury. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp. This review was extended to subassembly part number e71450611 and lot number 0110061033. This review revealed that the subassemblies met all requirements per the applicable mqp as well, including burst test values. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.